Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and a reportable malfunction of probe tip broken off and tissue pad split were identified during the device evaluation. The probe broke at a position approximately 12,8 mm from its distal end. There contact marks were observed on the probe and a contact mark on the non-insulated area of the grasping section (h electrode), which indicated that the non-insulated area was in contact the probe. Additionally, the tissue pad was partial split. However, a root cause was undetermined. Based on the result of the investigation, it is likely mechanism caused the reported event may be the following: grasping thick and hard tissue at distal end of the grasping portion while activating output in seal & cut mode. The probe and the tissue pad came into contact at the proximal side of the grasping portion, causing the tissue pad to wear out. Since the tissue pad was worn out, the non-insulated area of the grasping section was contacting the probe. The output was activating while the non-insulated area of the grasping section was contacting the probe causing scratches. The device was activated in seal & cut mode or while grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to crack. A force was applied to the probe during the surgery causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat exhibited probe tip was broken off and the tissue pad is partial split. There was no patient involvement.